Event description:
Reference number (B)(4) event occurred in united states. It was reported that, the patient encountered infusion set blockage event on (B)(6) 2025. The blockage was at tubing. No further information was available.